Event description:
The caller stated that she purchased a new carton of test strips. When she opened the carton, the bottle was open and test strips were loose inside. The customer only performed 1 glucose test and did not allege any adverse events. The test strips are to be returned for evaluation as exposure to moisture can cause high test results. Replacement test strips will be sent.